Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insyte autog bc blu had foreign matter on the catheter tip.

Event description:
It was reported that a bd¿ insyte autog bc blu had foreign matter on the catheter tip.

Manufacturer narrative:
Investigation summary: DHR review for lot: 8183890; was conducted for this investigation, which disclosed the following: this lot was a packaging rework order lot. Lot was packaged on afa line 11 from 08jul2018 through 09jul2018 for the quantity of (B)(4). There were no indications of the alleged defect as it was noted that there were no reject findings throughout this lot that would impact upon the quality of the product. All required challenge samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Although units were not returned there was 1 photo provided for observation of this incident as an opened catheter. Photo showed 1 22ga bd iag IV catheter. The photo showed the catheter with needle intact and the nose of the adapter. There was a white foreign matter on the catheter tubing near the tip, but not consistent with other fm material that may be present on other samples. Relationship of device to the reported incident; indeterminate - although the failure of foreign matter, as stated in the pir, was confirmed with the photo, as there was a white piece of some type of fm on the tubing near the tip. The photo did not provide sufficient evidence to identify what type of substance the foreign matter was, therefore a root cause could not be established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.